Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent a primary breast augmentation with 475cc mentor smooth round moderate profile saline breast implant and experienced left-sided implant deflation postoperatively, confirmed by a physician. As a result, the patient underwent explantation and replacement with 425cc mentor siltex round moderate profile saline breast implant, catalog # 3542670, left serial # (B)(4) on (B)(6) 2015.